Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing pacemaker implant procedure and the procedure got delayed. It was reported to philips that the system failed in the middle of procedure. No further information regarding the issue has been provided by the customer. No service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome. Device problem code and evaluation method code was correctly updated.

Event description:
It was reported to philips that the system failed in the middle of a procedure. The system was in clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.